Event description:
It was reported that the insulin pump stopped working without a low battery warning. Customer stated the insulin pump had blank display. Customer's blood glucose was 300 plus mg/dl. Customer stated that she treated with manual injection. Customer's recent blood glucose was 146 mg/dl. The issue was resolved upon troubleshoot. Customer will call back if issues persist. The customer was advised regarding battery out limit alarm. Advised the customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.